Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor was not powering on. The issue was found during preparation for use. The intended diagnostic bronchoscopy procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as " power of the monitor cannot be turned on." Was caused by failure of the power supply printed circuit board and the event "the image is not displayed on the monitor screen." Due to failure of the liquid crystal display panel. Olympus will continue to monitor field performance for this device.